Event description:
It was reported that 27 days post successful stent implantation in the right internal carotid artery the patient was readmitted with subdural hematoma. Bilateral burr holes were performed on (B)(6) 2010. Post operatively the patient received acute rehabilitation evaluation. Craniotomy and evacuation of hematomas was planned. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). Hemorrhage may occur with this type of procedure and as listed in the instructions for use, hemorrhage is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Subsequent to the initial medwatch additional information received indicating the patient's symptoms included word finding difficulty, leg weakness, confusion and frequent falls. Burr hole drainage was performed on (B)(6) 2010 for bilateral subacute and chronic subdural hematomas. Additional craniotomy and evacuation of hematomas was not performed. The patient received occupational and physical therapy. His condition improved and he was discharged to either home or rehabilitation facility.

Manufacturer narrative:
(B)(4).